Manufacturer narrative:
Occupation: clinical engineer. Event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was an increase in augmentation pressure that reached 300mmhg. The hospital staff switched to the inner lumen for arterial pressure. After that, the iab sensor connector was reconnected, but a message indicating a sensor failure was displayed, and the sensor pressure was unusable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Updated field: b4, g1, g3, g6, g7, h2, h11 the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the sheath and membrane. Three kinks were observed on the catheter approximately 76.2cm, 74.4 and 59.7cm from the iab tip. The pressure tubing was also returned. The optical fiber was found to be broken in the y-fitting using an optical light that detected any breaks in the sensor optical fiber. Additionally, the rear marker was observed to be out of place approximately 21cm from the iab tip. The evaluation confirmed the reported problem. However, we are unable to determine how this failure may have occurred, as the current controls for the rear tantalum marker placement and the optical fiber connection were found to have been inspected twice by both production and qc inspection. The current controls show that it cannot have happened during manufacture of the device; the device is determined to have failed only after leaving the manufacturing facility. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: brand name, lot #., serial#, version or model #, exp. Date, catalog #, PMA/510(k)#, manufacture date. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the sheath and membrane. Three kinks were observed on the catheter approximately 76.2cm, 74.4 and 59.7cm from the iab tip. The pressure tubing was also returned. The optical fiber was found to be broken in the y-fitting using an optical light that detected any breaks in the sensor optical fiber. Additionally, the rear marker was observed to be out of place approximately 21cm from the iab tip. The evaluation confirmed the reported problem. However, we are unable to determine how this failure may have occurred, as the current controls for the rear tantalum marker placement and the optical fiber connection were found to have been inspected twice by both production and qc inspection. The current controls show that it cannot have happened during manufacture of the device; the device is determined to have failed only after leaving the manufacturing facility. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).